Manufacturer narrative:
Corrected data: g1. H6 coding has been updated to reflect investigation conclusion.

Event description:
It was reported that a pyrenees 4 level constrained plate at c5 fractured four months post-operatively. Revision surgery has not been performed.

Event description:
It was reported that a pyrenees 4 level constrained plate at c5 fractured four months post-operatively. Revision surgery has not been performed.